Event description:
It was reported that the zimmer skin graft mesher comb was bent and the cutter stuck. Additional clinical follow up with the hospital indicated that the reported event was noted prior to procedure and an alternate unit was obtained for the scheduled procedure without delay.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.